Manufacturer narrative:
(B) (4). The device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the pt fell off a chair, landed on the ipg, and damaged the device. The device was replaced on (B) (6) 2009. The pt recovered without sequela.